Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 was leaking and not working. No patient adverse events reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned warmer found a cracked enclosure and tank cover along with wear and tear damage to the plate clip. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed. The leak was caused by wear and tear damage. The problem was resolved by replacement of the enclosure and tank cover.